Manufacturer narrative:
Result - bolts on the lift motor housing were loose.

Event description:
It was reported by service report that the headend lift would not lower. No pt involvement or adverse consequences are reported.